Event description:
Surgeon attempted to use novasure device on patient for endometrial ablation. Device failed; error message "vacuum error". Manufacturer response (as per reporter) for endometrial ablation devcie, novasure kit.waiting for call back from manufacturer

Event description:
Surgeon attempted to use novasure device on patient for endometrial ablation. Device failed; error message "vacuum error". Manufacturer response (as per reporter) for endometrial ablation devcie, novasure kit.waiting for call back from manufacturer